Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to remove the soft tissues (date not reported). Additional information has been requested but has not been made available as of the date of this report.